Event description:
It was reported that the battery of the external pulse generator (epg) was only lasting for two days. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.